Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument failed to be identified. The user completed the procedure using a backup harmonic ace instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted no fragments fell inside the patient and no report of fragments falling from the device while used within a patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to the primary failure of broken curved blade to be related to the customer reported complaint. The instrument was found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.442" x 0.077" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding instrument recognition issue was confirmed by failure analysis.